Event description:
A patient in the alzheimer's unit was found almost completely off the bed, neck and head the only part of body on bed, chin was in the rails. Facility could not say if the patient was actually trapped in the rails. They do not know cause of death other then was just resting there.